Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. The device failed to fire. It is unknown how the procedure was completed. There was no patient injury reported.